Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to sheath split issue was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). This is what the physician told the nurse coordinator: the problem that I was having is the device is improperly splitting the plastic sheath when I advance the plunger and therefore cannot be deployed. I spoke to a representative in the quality department. I asked her what could cause this and she said it could be from different things like the angle or the size of the cut. I asked is this is what was happening on the recent recalled devices ans she said partially but they have all been pulled from service nationwide. She is sending me shipping material. What was the original intended procedure? Hemostasis post ir thrombectomy and thrombolysis arterial intercranial procedure. No additional information was provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an intracranial thrombectomy and thrombolysis procedure. Reportedly, the end of the starclose se sheath split while in the patient. The device was not able to be deployed due to the sheath malfunction. Patient was not injured. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the incident reporter, it is unknown if the physician has been trained in the use of the starclose se device. Subsequently, user facility medwatch report # (B)(4) was received stating: the patient safety report completed by registered nurse (rn) stated: sheath on closure device split. This has apparently happened the last time this device was used, same lot #. Abbott medical was contacted, and they are sending new devices and having us send the current lot # back to them, which is a quantity of 42. Manual pressure was held as a result of this closure device. [This incident was reported to the FDA by abbott vascular on a separate MFR report number.] Medsun report completed by the nurse coordinator: end of sheath split while in patient. Device not able to be deployed due to sheath malfunction. Patient was not injured. Manual pressure was applied to achieve hemostasis.